Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a watchman® access sheath homeostasis valve leak occurred. A left atrial appendage closure (laac) procedure was performed. The physician prepared the watchman® access sheath by closing the valve and flushing the device. The access sheath was then placed in the left atrium. The physician attempted to close the hemostasis valve of the access sheath; however, the valve could not be closed and it was noted to be leaking. The exchange wire and dilator were inside the access sheath at this time. The physician was unable to close the valve despite several attempts. The access sheath was removed and a new one was introduced successfully. There were no patient complications reported and that patient was in stable condition following the procedure.